Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported dropped the pump and the bottom part came off patient zipped tied it together, battery cap was cracked, scratches and damages on the display screen, display light was dimmed down, buttons were unresponsive, no delivery alarm, motor failure alarms, alarm a833. The customer reported no adverse event. The event involved product(s) mmt-751nas, mmt-213a, mmt-332a. Troubleshooting was initiated, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-751nas, mmt-213a, mmt-332a.

Manufacturer narrative:
Pump received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify buttons are unresponsive, no delivery alarm, motor failure alarms due to detached end cap. Pump history download using thds was successful. However, there is no data available on ((B)(6) 2025), unable to perform data analysis for buttons are unresponsive, no delivery alarm ;and motor failure alarms complaint. The following were noted during visual inspection: broken battery cap, scratched case, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The p-cap locks properly into the reservoir compartment. Unit received with detached end cap, unable to perform any testing. However, backlight feature not confirmed. No button error alarm during testing. However, intermittent button response was confirmed due to flattened bolus, esc, act up and down button dome switch (creased). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.